Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ IV catheter packaging had "no adhesion" and opened easily.

Manufacturer narrative:
Investigation summary: 2 actual unused samples were returned for investigation. The sample was not decontaminated. The sample was observed not sealed at the top of the packaging. Sample evaluation: the samples were subjected to visual examination and observe that the top of the packaging was not sealed (open seal). There is an indication of adhesive transferred from the top web to the bottom web on the opened seal area and thus showed that the sealing process was completed in the manufacturing facility. Indication of adhesive transfer to bottom web the investigation was able to confirm the customer experience based on the sample evaluation. There is an indication of adhesive transferred from the top web to the bottom web on the opened seal area and thus showed that the sealing process was completed in the manufacturing facility. Hence, no assignable root cause. There was a change in the top web material during jul 2017. The reported batch was produced before the material change.

Event description:
It was reported that the bd insyte¿ IV catheter packaging had "no adhesion" and opened easily.